Event description:
Caller indicated the advance meter was reading high. Patient has been in poor health and hospitalized a couple of times recently so her meds have been changing recently. Patient was discharged from the hospital without feeding and by the time she reached the facility, she was exhibiting hypoglycemic symptoms and was non-responsive. She arrived at 2:40. They tested her bg on the advance meter at 2:45 and got 74. They gave her honey immediately after testing her bg, tried to feed her soup, but she couldn't eat so they got worried and called the paramedics. Paramedics arrived at 3:00, tested on their machine and got 34. They took her to the hospital and admitted her.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.